Manufacturer narrative:
(B)(4).

Event description:
It was reported that device impedances were greater than 4000 ohms on all of the bipolar pairs. The extension was changed, but impedances were still out of range. The battery was replaced, but impedances still appeared to be out of range. The physician did not want to deal with the lead during this procedure and considered closing the pt and troubleshooting at a later date. Add'l info was requested.